Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient reported with loose implant. Crown was placed after 3 months of implantation. After crown placement, patient experienced irritation and swelling.